Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. The evaluation of the olympus repair site could not reproduce the reported phenomenon even though the bending section was angulated. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared during the unspecified procedure. The facility replaced the subject device with a similar but different olympus laparoscope and completed the procedure. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. For evaluation. The evaluation confirmed the reported phenomenon was duplicated when the bending section of the subject device was angulated. In addition, the evaluation confirmed following after disassembling of the subject device. Within the bending section, there was a dent on the electric cable connected to the ccd (image) unit. A part of the bending mechanism, through which the angulation wire was guided within the bending section, was detached. Omsc concluded that the electric cable was damaged due to the compression from the detached part for guiding of the angulation wire, and the damage caused the reported phenomenon. The exact cause of the detachment of the part for guiding of the angulation wire could not be conclusively determined, but it possibly detached due to the repeated physical stress during use. If additional information is received, this report will be supplemented.